Manufacturer narrative:
One device was returned for investigation. The returned sample was confirmed to have a cut on the shaft between the connector and the neck flange. It appears to have been caused by a sharp blade/edge given the fact it is a relatively smooth cut (rather than a jagged tear). It cannot be concluded exactly how or when this cut was caused. That said, given that all parts are subject to a 100 percent inspection and the fact that the cut extends through a significant portion of the tube, it is unlikely to have been present prior to the device being packaged and shipped (for if it was present, it would very likely have been detected by the 100 percent product inspection, or the subsequent post-packaging inspection each part is subject to). The DHR was reviewed and found no discrepancies that would cause the reported issue.

Event description:
It was reported that after opening the package, the plastic sheath around the wire was found torn. No patient injury was reported.